Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. A lead revision was attempted but unsuccessful as the health professionals could not access to the subclavian. The lead remains in use and will be monitored carefully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.